Event description:
Information received by medtronic indicated that the insulin pump had a crack on back. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring=clear, customer complained on (B)(6) 2021 cracked on back of pump. No response form any buttons due to moisture damage to the pcb1 board. Unable to perform displacement test due to no button response. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, serial number label missing and end cap address label missing. The p-cap/reservoir does lock properly. Confirmed cracked case corner of the belt clip rails near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.